Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On 11-june-2024, it was reported by the patient that three infusion sets fell off during use events on 11-june-2024, 19-june-2024, and 28-june-2024. Infusion set was in use for about 24 hours. The blood glucose reported 170 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.